Event description:
It was reported that the device failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the device failed the electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.